Event description:
This complaint is now reportable based on the analysis completed on 02/20/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x20 mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the mid right coronary artery (rca). The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
From the condition of the returned device, lab analysis confirmed the reported complaint. Visual and microscopic examination of the stent found the presence of proximal stent strut damage, a number of struts were bent back distally. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A full examination of the stent delivery system did not find any evidence of damage present. The damage present on the stent is consistent with excessive force being applied to the device upon meeting some form of restriction during delivery. Further information reported detailed that the physician experienced significant resistance during insertion of the device. No further issues were noted with the returned device. A review of the manufacturing records found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause is unknown.